Event description:
Patient in or for placement of port-a-cath catheter. When surgeon attempted to use introducer needle, the needle bent. While trying to use the guidewire through the needle enclosed in the kit, the guidewire became caught in the needle and the surgeon was unable to pass it through to place the port-a-cath tubing. The surgeon requested a bard port-a-cath system and was able to complete the procedure. There was no significant delay or harm to the patient. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.